Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with mild right external iliac vein thrombus, coiling for bleeding following a motor vehicle accident and a mesocaval shunt had a vena cava filter successfully deployed below the level of the renal veins and below the mesocaval shunt. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilted filter and detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and with or after trauma. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and the filter was missing a stabilizer leg prior to removal. The device was removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and with or after trauma. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava and the filter was missing a stabilizer leg prior to removal. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months post filter deployment, a computed tomography (CT) of chest was performed for shortness of breath and chest pain and the study showed that no evidence of pulmonary embolism. One month after CT scan, patient was planned for filter retrieval procedure for abdominal pain, tilted inferior vena cava filter and kinked mesocaval shunt. The study showed mesocaval shunt patent with moderate focal stenosis, revised with pta using 10 mm balloon with mild residual stenosis and the inferior vena cava filter was noticed to be tilted and a missing stabilizer leg prior to removal. Therefore, the investigation is confirmed for the alleged filter limb detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.